Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the down arrow button on the insulin pump was unresponsive. Customer stated that they may have laid on it at night. Customer's blood glucose reading at the time of the call was 205 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement test. No motor error alarm and the motor passed the motor test. The insulin pump has minor scratched lcd window and cracked case near the display window corners.